Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide tip detachment/separation occurred. The target lesion was located in the tibial artery. A short taper 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during inflation with coyote balloon, the tip of the guide wire was detached and lodged in the ankle level. The physician tried to remove the detached fragment by using a negative pressure from coyote balloon but the detached tip was in an unreachable location where there is no blood flow. The physician decided to leave the detached tip in the body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.